Event description:
At about 7 years and 7 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-jun-2022 lot 131180: (B)(4) items manufactured and released on 04-jun-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.